Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a request was made for technical services (ts) to provide reprogramming recommendations for this pacemaker following observed undersensing. Review of device data indicated low intrinsic amplitude p waves. It was also noted that sensitivity parameters had been previously adjusted approximately three years prior due to far-field r-wave (ffrw) oversensing. Upon review, ts identified that ffrw was significantly larger during a recent atrial tachy response (atr) episode. The combination of this observation and the low intrinsic p wave amplitude were discussed as a potential cause for the reported sensing issues. Reprogramming recommendations were provided. No adverse patient effects were reported. This pacemaker remains in service.